Event description:
Found during routine testing. It was reported that the device would power off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. The power pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly but could not reproduce the reporter problem and root cause could not be determined.